Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00pm after receiving higher than normal blood glucose results from her prodigy diabetes meter. The end user performed a blood glucose test and received a result of 387 mg/dl. She was not experiencing any significant symptoms but concern with the higher reading prompted her to visit the ER. Upon arrival to the ER her blood glucose reading was 216 mg/dl. No treatments or test were warranted due to the fact that her blood glucose was within the normal range. After 30 minutes at the ER she was discharged with a glucose reading of 216 mg/dl and was instructed to follow-up with her pcp. No additional details were provided in relations to this medical event.